Event description:
Three clients came in for pregnancy test reporting home pregnancy test pos. Clinic test was negative. Ask one client to bring back a morning specimen. Came in 5 days later had pos pregnancy test.